Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported the ngage nitinol stone extractor was used during a transureteral lithotripsy (tul) procedure. The basket could open and close when the physician verified the device function prior to patient contact. An urethroscope was transurethrally inserted into the patient, then the extractor device was advanced through the working channel of the scope. The basket did not open when the user attempted to grab a stone so the device was removed. The basket still did not open after it was outside the patient. Another device was used instead to complete the procedure. There was no defect or damage on the urethroscope. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation a review of functional testing, documentation, drawing, manufacturing instructions, instructions for use, visual inspection, specifications, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The returned device was found to be non-functional and the basket was misshapen. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The amount of force applied to the device is unknown. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.